Event description:
It was reported that low voltage capture test on the pulse generator exhibited far field oversensing causing false auto mode switch. No patient symptoms were reported. No intervention has been performed and the patient will be continued to be monitored.